Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon applied suture without pt injury.

Manufacturer narrative:
7/24/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.